Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and a foreign material was discovered as there was a clear film that covered the tip of catheter blocking the irrigation ports and not allowing flow to come out of the ports. The physician noticed this film before it went into the patient's body. The catheter was changed and the procedure was completed with no patient consequence. This event is MDR reportable because, if introduced into the body, foreign material can cause embolism or stroke.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and a foreign material was discovered as there was a clear film that covered the tip of catheter blocking the irrigation ports and not allowing flow to come out of the ports. Upon receipt, the catheter was visually inspected and it was found in normal conditions. There was no clear film cover observed as reported. During the manufacturing process, several inspections are in place to avoid visual damages or any defect as the one reported from leaving the facility. An irrigation test was performed and the catheter passed, no occlusion was observed. Additionally, the catheter was connected to a pump and no anomalies were noted with the functionality of the device. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage from leaving the facility.